Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a black foreign matter was found inside the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 29-mar-2022 h.6. Investigation: bdj received a sample and forwarded 4 photos from the customer in support of this complaint. The photos were evaluated and the customer¿s indicated failure mode of foreign matter was observed. The root cause of the black foreign matter in the tube is attributed to the manufacturing process however, without the actual customer sample being returned to the manufacturing facility, bd is unable to determine the composition of the foreign matter. Based on the review of the photos and investigation results, this complaint is confirmed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a black foreign matter was found inside the tube."